Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited intermittent undersensing of premature ventricular contractions (pvcs). Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited intermittent undersensing of premature ventricular contractions (pvcs). Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains implanted. No adverse patient effects were reported. Additional information was received indicating t-wave oversensing, double and triple counting contributed to the detection of two untreated episodes. Ts discussed doing aggressive isometrics and device manipulation to test if the s-ICD was moving in these cases. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited intermittent undersensing of premature ventricular contractions (pvcs). Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains implanted. No adverse patient effects were reported. Additional information was received indicating t-wave oversensing, double and triple counting contributed to the detection of two untreated episodes. Ts discussed doing aggressive isometrics and device manipulation to test if the s-ICD was moving in these cases. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: device codes.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited intermittent undersensing of premature ventricular contractions (pvcs). Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains implanted. No adverse patient effects were reported. Additional information was received indicating t-wave oversensing, double and triple counting contributed to the detection of two untreated episodes. Ts discussed doing aggressive isometrics and device manipulation to test if the s-ICD was moving in these cases. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating untreated episodes of oversensing continue to occur. Some muscle noise with manipulation also occurred, however, sensing was good. Technical services (ts) was contacted, and ts noted another untreated episode with smart pass disabled from the year previous which showed what looked like a conduction abnormality resulting in large, wide at times polymorphic r-waves that resulted in t-wave oversensing. Ts discussed programming. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited intermittent undersensing of premature ventricular contractions (pvcs). Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains implanted. No adverse patient effects were reported. Additional information was received indicating t-wave oversensing, double and triple counting contributed to the detection of two untreated episodes. Ts discussed doing aggressive isometrics and device manipulation to test if the s-ICD was moving in these cases. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating untreated episodes of oversensing continue to occur. Some muscle noise with manipulation also occurred, however, sensing was good. Technical services (ts) was contacted, and ts noted another untreated episode with smart pass disabled from the year previous which showed what looked like a conduction abnormality resulting in large, wide at times polymorphic r-waves that resulted in t-wave oversensing. Ts discussed programming. The s-ICD system remains in service. No adverse patient effects were reported.